Event description:
A patient with an implantable cardiac defibrillator (ICD) was reported as deceased. Information identified in the report indicated the patient died approximately six months post implant of the ICD. A cause of death was requested and it was reported that the cause of death is unknown as no autopsy will be performed. It was also reported that it was unknown if the death was related to the device or the implant procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Model number d294vrc is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. (B)(4).